Event description:
The complaint is reported as: ER physician was placing a line on a patient and had two wires come apart and fray. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) inserted into a cvc catheter. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual analysis revealed that guide wire was unraveled towards the proximal end. Several major kinks were also observed. This resulted in the distal j-bend to be slightly misshapen. The catheter also appeared to be severe bending; however, it was discovered that this was due to the bending on the guide wire. Microscopic examination revealed that the core wire had separated directly adjacent to the proximal weld. Despite this, the weld was still attached to the coil wire. The catheter body length measured 219mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured .094", which is within the specification limits of .094"-.098" per the catheter extrusion graphic. The guide wire length from the distal weld to the point of separation on the core wire measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A lab inventory guide wire with the same diameter as the guide wire packaged within the finished kit was inserted through the catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The returned sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: emergency room physician was placing a line on a patient and had two wires come apart and fray. No patient injury or complication reported. The patient's condition is reported as fine.